Event description:
It was reported that the patient collapsed due to an unknown reason and died later the same day. Device interrogation revealed an increase in ventricular lead impedance from 400 ohms to greater than 35000 ohms four days prior to the patient's death. It was noted that the patient was on the waiting list for a replacement to the pulmonary homograft conduit (rv to pa).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but is not available. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed. Other: it was reported that the patient collapsed due to an unknown reason and died later the same day. Device interrogation revealed an increase in ventricular lead impedance from 400 ohms to greater than 35000 ohms four days prior to the patient's death. It was noted that the patient was on the waiting list for a replacement to the pulmonary homograft conduit (rv to pa). Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high.